Manufacturer narrative:
The device was evaluated. The device passed all required inspections and was working as expected prior release. The symptom reported in the event is not likely a result of process parameters. There was no evidence of any deviations from processing parameters during manufacturing. The root cause could not be determined. All information reasonably known as of 24-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the fourth of four reports. Refer to 3006646024-2018-00042 for the first event. Refer to 3006646024-2018-00043 for the second event. Refer to 3006646024-2018-00044 for the third event. It was reported the cortrak unit that was exhibiting issues with the display during procedures. The nurses reported that the display exhibited "coiling" of the nasogastric (ng) tube when they knew that the tube was not coiled. There was no reported patient injury with any of the procedures. It was unsure if the placement was confirmed with x-ray.